Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the upper 300s (mg/dl). Customer administered a manual injection, and the contact increased the customer's basal insulin rate settings without contacting their health care provider (hcp). Tandem technical support advised that it is recommended that changes to the pump settings be approved by an hcp. Contact indicated that they would contact their hcp at a later time.